Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that: "doctor asked for this product and when we opened the box the body had come loose from the foam packaging. The item was still sterile, but a lot of ha was on the plastic where the item had banged around during transport. There was also ha on the inside of the body where the stem and body meet. Unfortunately we did not have another body. I told the surgeon it was his call. He washed the item extensively and moved forward."